Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the pump was emitting cs052 alarms when attempting to bolus. The reporter indicated that the pump alarm was unable to be cleared to continue use of the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/04/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/18/2014 with the following findings:the pump alarm history showed that call service alarms had occurred. During testing the pump powered on properly with no alarms. The pump was exercised for 24 hours without alarms or other issues. Boluses were performed without any alarms occurring. The pump was opened and moisture damage was found on the printed circuit board.